Event description:
CT autoinjector remote and base units lost connection with each other. Unit powered off and turned back on. CT tech tried to stop injection by activating emergency stop button and unit would not turn off.